Event description:
It was reported that, this right ventricular (rv) lead was implanted recently, and recorded an alert for noisy signals, and because of it the impedance measurements were not successful. Furthermore, the day after all measurements in normal range. Upon review, it was found that this rv lead was dislodged causing inappropriate sensing and pacing. The technical services (ts) requested an immediate lead troubleshooting with 12-lead ECG to try to figure out efficient capture or not. Additionally, the ts requested anterior and lateral x-ray to check the lead position. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).